Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06848. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to cystocele, rectocele and stress urinary incontinence. The patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. On (B)(6) 2012, the patient underwent diagnostic laparoscopy, hysteroscopy, dilatation and curettage, cystoscopy and mesh revision due to chronic pelvic pain, dysfunctional uterine bleeding, severe dysmenorrhea, vaginal pain/dyspareunia, status post anterior repair and vault suspension. The patient underwent mesh removal on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that patient underwent diagnostic laparoscopy, right ureterolysis, bso, lysis of adhesions and enterolysis on (B)(6) 2014 due to chronic pelvic pain, residual ovary syndrome, and s/p vaginal hysterectomy. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent hysterectomy, removal of graft from anterior vaginal wall, anterior colporrhaphy with vaginal-paravaginal repair and midline placation, vaginal vault suspension intraperitoneally with uterosacral ligaments, and posterior colporrhaphy with extensive perineoplasty on (B)(6) 2013 due to uterine fibroids, cervical dysplasia, uterovaginal prolapse, severe vaginal pain, recurrent cystocele, vaginal enterocele and symptomatic rectocele. No additional information has been provided.